Event description:
It was reported that the device will intermittently alarm for high alarm: downstream occlusion during priming. There are no clamps closed, and the cassette is installed properly.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that the device will intermittently alarm for high alarm: downstream occlusion during priming. Service history review identified this device has not been in for service previously. Visual/functional testing was performed. Downstream occlusion (dso) test failed, confirming complaint. The probable cause of the reported problem was defective dso sensor. Replaced dso sensor. Device passed all functional testing post repair.